Event description:
The customer reported that the system displayed corrupt files error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The uninterrupted power supply was replaced and the software was reloaded. The system was tested and operates as intended.